Event description:
The patient spoke with his health care provider (hcp) last week and they have been talking about the stimulation that the patient has been feeling. The stimulation was not the same as it was before. The patient has been feeling a bad sensation on his stomach and his hcp suggested that the patient meet with a company representative to have the device reprogrammed a certain way to make it more ¿usable¿ and could be more helpful for pain in the patient¿s back. It has been 20 days since the patient noticed the change in stimulation, but then stated probably a month that this has been going on and it has been progressive. The sensation of the ins ¿it¿s like feeling more higher, feeling some part of my body feels uncomfortable, for example I feel like something is pulling from the inside¿ of patient¿s stomach. The patient¿s hcp that manages his pain medications has been lowering his doses. The patient used to take 25mg of percocet but then the hcp lowered it to just 5mg and he really noticed that change, a feeling in his body. Additional information has been requested.

Manufacturer narrative:
Concomitant: product ID 3776-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3776-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, (B)(4), product type programmer, patient. (B)(4).